Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hand switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.